Event description:
Info received indicates the side rail will not latch.

Manufacturer narrative:
The tech found the side rail latch was contaminated with debris. The tech cleaned the latch to repair the bed.